Event description:
A cautery cord broke off at the connection where it fits on a laparoscopy instrument. When the surgeon went to use the cautery, the cord sparked where the cord hooks to the instrument and fell apart. Use the cord 20 times and then dispose of. The pt did not have a problem. Manger reported to manufacturer.